Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the strings pulled out of an unspecified amount of tampons when opening the tampon and extending the applicator. She did not use these tampons and discarded them.